Event description:
Dealer states that he changed the smart actuator and now nothing works. Nothing shows up under diagnostics of what was on the chair. He tried 3 different joysticks (non of them new). Dealer hung up before being transferred to complaint team. No additional information available.